Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed discrepant architect cmv igg avidity results for patient samples using different dilution protocols. The customer inquired as to why samples with cmv igg values around 150 au/ml are showing discrepancies in avidity results (falsely elevated). The following patient data was provided. Patient 1: sample 1: cmv igg 153.8 au/ml, cmv igm 3.07 index, cmv igg avidity (50-150 dilution) 28.4 %avi (low avidity), cmv igg avidity (150-500 dilution) 67.3 %avi (high avidity). Patient 2: sample 1: cmv igg 145.6 au/ml, cmv igm 0.92 index, cmv igg avidity (50-150 dilution) 47.8 %avi (low avidity). Sample 2: cmv igg 157.2 au/ml, cmv igm 0.84 index, cmv igg avidity (50-150 dilution) 52.1 %avi (grayzone), cmv igg avidity (150-500 dilution) 75.4 %avi (high avidity). In this lab, there were additional samples using the dilution protocols that also showed a discrepancy in avidity results (low versus high). No %avi values were provided. Sid (B)(6): 24/03/2022 cmv igg 153.8 au/ml, cmv igm 3.07 index, (50-150 dilution). Sid (B)(6): 24/03/2022 cmv igg 153.8 au/ml, cmv igm 3.07 index, (150-500 dilution). Sid (B)(6): 25/04/2022 cmv igg 157.2 au/ml, cmv igm 0.84 index, (50-150 dilution). Sid (B)(6): 25/04/2022 cmv igg 157.2 au/ml, cmv igm 0.84 index, (150-500 dilution). Sid (B)(6): 06/04/2022 cmv igg 145.6 au/ml, cmv igm 0.92 index, (50-150 dilution). Interpretation of results: < 50.0 %avi: low avidity, 50.0 ¿ 59.9 %avi: grayzone, = 60.0 %avi: high avidity. No adverse impact to patient management was reported.

Manufacturer narrative:
The service history of the (B)(6) verifies no subsequent issues have been reported related to falsely elevated and or imprecision cmv igg result. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.